Manufacturer narrative:
The technician found the head drive brake assembly was dirty. He degreased the head section drive brake assembly to repair the bed.

Event description:
Info received indicates the head section is drifting down.